Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the stent was fully mounted on to the delivery device. It was noted that the distal end of the shaft was curved and that the distal end of the clear outer sheath was damaged with several kinks noted. During analysis it was possible to deploy the stent from the device without issue. Examination of the deployed stent found that the distal stent wires were uncrossed. This damage is consistent with the damage to the outer sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 03-mar-2015. It was reported that the stent was unable to be deployed. The 85% stenosed, 15x4mm, eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in a moderately tortuous and a severely calcified left internal carotid artery. Following predilation, a 6.0-22 carotid wallstent¿ stent was advanced to treat the lesion with no resistance encountered. However, the stent could not be released. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.